Manufacturer narrative:
Should additional relevant information become available, a supplement report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the deaeration chamber of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.